Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported there were 3 incidents that happened during use, the giving set was found to be leaking it 1 was with chemo which posed a potential risk to patient safety. All other a line set with the same lot no has been removed immediately to prevent any further risk as this is a safety concern that requires escalation. No samples available. No action was to be taken. No harm to a patient and/or user deemed likely to occur. The status of the product at the time of the event during the treatment was ongoing. There was patient involvement.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.